Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. We conducted a survey based on the reported event and the provided photo. From the provided photo, it was confirmed that the tissue pad was totally detached. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a hysterectomy using the subject device, the following event occurred. The tissue pad was separated and fell inside the patient. The fragment was retrieved from the patient by using forceps right away. The intended procedure was completed with another device. There was no patient injury reported.